Manufacturer narrative:
Customer complaint not confirmed. Device was not returned for investigation. Based on evaluation of other devices that have been returned with the same issue, the most likely cause of this complaint is that the cannula spring is not seated properly in the handle lower shell. The proximal end of the cannula spring can become cocked when firing the device, preventing the cannula hub from moving proximal enough to engage the latching mechanism when attempting to arm the device. The root cause of this complaint is a design error in that the proximal end of the cannula spring can move within the handle lower shell and prevent the device from being armed.

Event description:
Patient gender, age and weight are unknown. It was reported to boston scientific that in preparation for a prostate biopsy procedure, when using a pack of 5 easycore biopsy needles, 3 out of the 5 needles misfired. It was also reported that for three different patients, the gun misfired and the biopsy tissue was lost. Needle was re-used to do another biopsy and worked correctly. There were no patient complications reported as a result of this event. The patient's condition was reported to be "stable".